Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in customer's skin and caused small bleeding. Customer treated themselves by removing the filament. There was no report of death or permanent impairment associated with this event.